Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient presented with the following pre-op diagnosis: 1. Lumbar stenosis, l3-4. 2. Lumbar stenosis, l4-5. 3. Lumbar stenosis, l5-s1. 4. Degenerative disk disease, l3-4. 5. Degenerative disk disease, l4-5. 6. Degenerative disk disease, l5-s1. The patient underwent the following procedures: 1. L3 hemi-corpectomy with decompression of the spinal canal. 2. L4 hemi-corpectomy with decompression of the spinal canal. 3. L5 hemi-corpectomy with decompression of the spinal canal. 4. S1 hemi-corpectomy with decompression of the spinal canal. 5. L3-4 anterior lumbar interbody fusion. 6. L4-5 anterior lumbar interbody fusion. 7. L5-s1 anterior lumbar interbody fusion. 8. Insertion of intervertebral biomechanical device x3. 9. Anterior plate fixation. 10. Structural allograft for spinal fusion. Systems used: 1. Rhbmp-2/acs bone graft, and trinity allograft were used for plf l3-4, l4-5, l5-s1 along with omni poly axial screws, set screws, pre-bent rods and cross connectors. 2. Rhbmp-2/acs bone grafts, vitoss foam packs, baxter floseal hemostatic matrix were used for alif l3-4, l4-5, l5-s1 along with omni cages, buttress plate and screws. Indication: the patient has a history of intractable back and leg pain. Imaging studies confirmed above diagnoses. The patient has failed to respond to injections and therapy and opted for operative intervention. Per op notes, the surgeon performed hemi-corpectomy at l5 and s1. Appropriate size intervertebral peek cage device measuring 14 mm in height, 7 degrees lordosis was packed with structural allograft, rhbmp-2/acs, and beta-tricalcium phosphate and impacted into position, completing the anterior lumbar interbody fusion at l5-s1. The surgeon performed rectangular annulotomy at l4-5; an appropriate size intervertebral peek cage device measuring 12 mm in height, 7 degrees lordosis was packed with structural allograft, rhbmp-2/acs, and beta-tricalcium phosphate and impacted into position. Completing the anterior lumbar interbody fusion at l4-5. The surgeon performed rectangular annulotomy at l3-4; an appropriate size intervertebral peek cage device measuring 12 mm in height, 7 degrees lordosis was packed with structural allograft, rhbmp-2/acs, and beta-tricalcium phosphate and impacted into position. Completing the anterior lumbar interbody fusion at l3-4. The appropriate size plate spanning the disk levels was placed with 6.0 mm screws. The incision was thoroughly irrigated, retroperitoneum was allowed to fall back in place, and the wound was closed. The patient tolerated the procedure well and no patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.